Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2015 the electrode array was found protruding from the outer ear canal. No report of injury or trauma reported by the guardians. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are most likely related to the removal surgery. The device was explanted due to the active electrode extrusion in the external auditory ear canal and its consequent contamination. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In (B)(6) 2015 the electrode array was found protruding from the outer ear canal. No report of injury or trauma reported by the guardians. The patient has been re-implanted.